Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient has a nickel allergy. Patient described the area as red raised bumps that itch.there was no alleged device malfunction contributing to the irritation. The patient¿s daughter is a nurse and recommended a lotion for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable